Manufacturer narrative:
The ams 700 flat reservoir was visually inspected. There were multiple large holes were found in the reservoir shell attributed to sharp instrument damage. The reservoir was not functionally test due to large holes were identified. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of unintended use error caused or contributed to event was chosen because the physician made an unintentional error that caused the event.

Event description:
It was reported that an inflatable penile prosthesis (ipp) reservoir was opened and not used due to the reservoir having holes in it. A second reservoir was opened and implanted to complete the procedure. A patient outcome of no complications was reported.

Event description:
It was reported that an inflatable penile prosthesis (ipp) reservoir was opened and not used due to the reservoir having holes in it. A second reservoir was opened and implanted to complete the procedure. A patient outcome of no complications was reported.